Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported health professional refers that she has catheter installation on (B)(6) 2025 then removal due to leakage 24.02.25 with cut proximal to the insertion site between 3 and 6 cm approximately. Procedure was check for leakage, if there is pain, increased volume in the area around the insertion, slowly withdraw centimeter by centimeter and infuse saline until the fracture is found. This was an oncology patient who must undergo early catheter replacement due to failure of the one already installed. Patient treatment was not altered and no impact was reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is inconclusive due to the state of the returned sample. One photograph of a powerpicc was returned for evaluation. An initial visual observation of the photograph showed a powerpicc catheter being held in such a way that the catheter tubing was kinked about an inch distal to the molded joint. No splits, cracks, breaks, or leaks were observed in the catheter tubing of the sample in the returned photograph. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.